Manufacturer narrative:
No medical records were provided to the manufacturer. Images were provided. The lot number for the device was not provided. Images are currently under review. The device was not returned to the manufacturer for evaluation. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the outer packaging allegedly was labeled differently than the probes inside. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a lot history review was conducted, and it was determined that a device history record (DHR) review was not required, however requested. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned. Six electronic photos were provided for review. Based on the photo review, one inner product packaging containing a label referencing ecp0110g was seen extending from one outer carton containing a label referencing ecp0110gv. Therefore, based on the photo review, the investigation is confirmed for the alleged device markings issue. Per the provided sales review, all records indicate the reporting facility has only purchased product ecp0110gv. The device history records were reviewed with special attention to the manufacturing and packaging of this product and reported lot number and the product was found to have met all specifications prior to shipment. Therefore, the definitive root cause of the reported device markings issue could not be determined based upon the provided information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 01/2020), g4. H11: d4, h6 (results 1, conclusion 1). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the outer packaging allegedly was labeled differently than the probes inside. There was no patient contact.